Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute: 22.2 mmol/l and 2.3 mmol/l. The customer felt hypoglycemic symptoms of shakiness at the time of these results. No actions taken based on device results. No treatment reported. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.